Manufacturer narrative:
On (B)(4) 2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Performed 4 total navigated spins, from both sides of imaging system. All spins navigated accurately utilizing the same navigation system from this event. On (B)(4) 2016 a medtronic representative, following-up at the site, reported the surgeon alleged that the inaccuracy was a few millimeters off. Medtronic representatives have performed testing post-op to that navigation system and everything has checked out fine. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a spine procedure, after they had taken a spin, the surgeon alleged an inaccuracy. After the spin- l2- s1 clamp was on l2, touching points on l2 is when inaccuracy was confirmed. The surgeon opted to proceed with procedure, compensating for the inaccuracy, free-handed screw placement and also utilized a c-arm for confirmation. The surgeon completed the procedure with the use of the navigation system. No screws were misplaced due to the inaccuracy. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware and software passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the behavior could not be replicated per on-site testing.